Event description:
It was reported that upon interrogation, the atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2014. The patient was asymptomatic and stable following the procedure.

Manufacturer narrative:
.